Event description:
The customer's daughter reported that the customer had passed away. The blood glucose reading at the time of death was not known but she stated that the customer's blood glucose levels had been stable at the hospital the week before the event. Customer was wearing the insulin pump at the time of the event. Customer was in a medical procedure to remove a blockage in the groin, and a hematoma developed. Customer's daughter reported that the customer's lungs filled with fluid because of this, and that was what caused her death. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with energizer alkaline battery installed. The device passed the functional test, including the displacement test, rewind, basic occlusion test, the occlusion test, prime/a33 test and excessive no delivery test. The device had a scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir window and cracked reservoir tube lip.